Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump had an error during the load step and experienced difficulty loading a new cartridge. The customer's blood glucose level was 260 mg/dl and the customer delivered a bolus to address the bg level. The customer stated would continue to use the pump until replacement arrived.